Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the physician requested log files be sent for review. The event log file captured 2 lines of current data with a current timestamp with the resolution of clock corrupt alarm/fault. The patient was placed on that system controller on (B)(6) 2000 at 12:48:51 which was an incorrect timestamp since the patient was implanted in 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an exchange of the heartmate 3 system controller was not confirmed as no product was returned and no log files from the event controller were submitted for review. Multiple attempts were made to obtain additional information regarding log files from the event controller (serial number: (B)(6), the cause of the controller exchange, and if any product will be returned; however, no additional information or files have been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all alarms on the system controller. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to exchange the system controller and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.